Event description:
It was reported that the patient experienced an issue where the infusion site was no longer absorbing insulin as expected event 11 mar 2026. The insertion site was buttocks.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: finland. Name: medtronic minimed street 18000 devonshire street city northridge zip code 91325. Based on the available information, this event is deemed to be a malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.